Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient checked her app, which showed no readings available. She went to work, and about two hours later, 911 was called due to a possible ¿sugar drop¿. She does not remember feeling any symptoms of hypoglycemia or who called paramedics as at some point the patient lost consciousness. Emts arrived to check her blood glucose. She does not remember what happened but suspects a possible low glucose episode, as the bg reading was 23 mg/dl. She did not check her cgm because she was not fully conscious. The patient was treated with IV fluids and glucose. Ems waited until her blood glucose rose to 82 mg/dl before leaving. Afterwards, she checked her dexcom, which displayed a "replace sensor" message. She has been feeling fine since then. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the performance data indicates that the sensor session started at 7:27 pm on (B)(6) 2025. The session lasted 1 day before failing with an algorithm detected failure. The next sensor session was not started until on (B)(6) 2025. The allegation of no readings available on (B)(6) 2025 was confirmed. Data indicates that the sensor had failed the day before and the failure was acknowledged at the time of failure. No additional patient or event information is available.